Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had developed an itchy irritation underneath the front therapy electrode. The patient was given a prescription of gentalyn lotion from their dermatologist. During a follow-up, it was reported that the patient's irritation improved after using the prescribed lotion on the affected area.